Event description:
Per medwatch (mw5107759), it was reported that a patient was awaken by a no disposable, pump won't run error message. Patient was walked through a few trouble shooting steps and was bale to resume infusion. Patient did not report any clinical injuries during this event. Unknown if it's a pump malfunction issue or a cassette issue. She stated that she just started using a new shipment of cassettes and this is the first time this happened. No patient injury reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the tamper seals all intact and in good condition. There was evidence of the error recorded in the event history log. The customer problem was not duplicated during the investigation. However, during the investigation, fluid ingression was found on the downstream sensor, and this was the cause of the reported issue - no disposable pump won't run. For corrective action it was recommended that the downstream sensor be replaced. The root cause of the reported problem is unknown. The product is beyond 2 years from manufacture date of 2020-01 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).